Event description:
It was reported via equinoxe shoulder study that this 75 y/o female experienced a scapular spine fracture. The case report form indicates this event is possibly related to devices and/or procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: (h3) pending evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6, h11. The following sections were corrected: b3, b5, d1, e1 city, zip code, g1 contact first, last name, h6 - impact code and medical device problem code. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation - remains implanted; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from patient condition or an unreported traumatic event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Post-operative of an initial right rtsa, it was reported via clinical study that the patient experienced a scapular spine fracture. Fracture seen on x-ray. Patient unaware of specific incident. No action was taken on behalf of the patient and the outcome of this event is remains continuing. It was stated that the patient will be reviewed in 2 years time. The case report form indicates that this event is possibly related to the device and/or to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.